Event description:
(B)(6). Is the office manager at the practice. They had a sample box of revanesse lips. She was injected at 5:49 pm in the lips, and other areas of the lower face. She texted me saying the dr. Loved the product. At 3:57 today (B)(6) 2025), she called to report that later that night (B)(6) 2025), her bottom lip swelled tremendously to the point where it was very tight and felt there was an inner tube in there and "contemplated" going to the ER. She also stated it was lump and bumpy. I was not able to get the lot number.

Event description:
(B)(6) is the office manager at the practice. They had a sample box of revanesse lips. She was injected at 5:49 pm in the lips, and other areas of the lower face. She texted me saying the dr. Loved the product. At 3:57 today (B)(6) 2025), she called to report that later that night (B)(6) 2025), her bottom lip swelled tremendously to the point where it was very tight and felt there was an inner tube in there and "contemplated" going to the ER. She also stated it was lump and bumpy. I was not able to get the lot number.